Event description:
I had an ap lap band, mfg by allergan, placed on (B)(6) 2008. From the beginning, I had difficulty swallowing although I took pea-sized bites & chewed everything to mush. Dense protein and vegetables, in vegetables, were very difficult for me to swallow. I suffered chest pain, vomiting, and excessive saliva production as a result. Dates of use: (B)(6) 2008 - (B)(6) 2011. Event abated after use : yes.